Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "defective" and that there was a "brown spot in the silastic cap of the pulse generator."~~~~~